Event description:
The customer reported that the system would not boot up. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The f7 fuse was replaced during the service call. The system also needed the image intensifier power supply replaced. The customer connected the service call and will have a third party repair the system.